Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that six infusions set fell off during use. Blood glucose level observed were between 170mg/dl to 210mg/dl. All events occured over the past month and a half and had duration of use between a day and a half to two days. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-00776 - device 4 of 6.